Manufacturer narrative:
The device was received at zoll medical germany. The customer's report was duplicated and attributed to battery interconnect board (battery bay). The battery well assembly was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of the report of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.